Event description:
It was reported that when the surgeon went to use the scissors instrument it would not open or close. Upon inspection of the instrument by the intuitive surgical rep on site, it was determined that one scissors blade had fragmented and was missing. Upon exploring the abdomen, the instrument fragment was successfully retrieved and removed from the pt. The damaged instrument was removed and replaced and the planned surgical procedure was completed. The instrument was replaced with an intuitive surgical round tip scissors to continue the case to closing. No pt harm, adverse outcome or injury was reported.